Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "after the needle was inserted into the child's blood vessel, blood burst from the needle seam and poured out of the hand."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode with the incident lot was not observed because photo was of the package, not defect. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to no flow/leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode no flow/leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "after the needle was inserted into the child's blood vessel, blood burst from the needle seam and poured out of the hand."